Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation of the device revealed the suture to be twisted around the barb of the stent. No damage was noted to the stent. The push catheter was found broken and appeared to have been cut by the customer. The guide catheter was found stretched and broken. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. Reported event of guide catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six complaint flexima biliary stents used in the same procedure. The following reports address these devices: manufacturer report # 3005099803-2011-04122, manufacturer report # 3005099803-2011-04120, manufacturer report # 3005099803-2011-04123, manufacturer report # 3005099803-2011-04121, manufacturer report # 3005099803-2011-04124, manufacturer report # 3005099803-2011-04125. It was reported to boston scientific corporation on (B)(6) 2011 that seven flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, a stent was being placed in the common bile duct to drain a cholangitis infection of unknown etiology. There was no stricture and no physical anomalies were noted. During the procedure, a sphincterotomy of the common bile duct papilla was performed. The first stent (manufacturer report # 3005099803-2011-04122) was positioned within the common bile duct, however significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The second stent (manufacturer report # 3005099803-2011-04120) was positioned within the common bile duct, however significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The third stent (manufacturer report # 3005099803-2011-04123) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The fourth stent was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. The device was removed from the patient and was subsequently deployed outside the patient with no issues. No damage was noted to the fourth device. The fifth stent (manufacturer report # 3005099803-2011-04121) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The sixth stent (manufacturer report # 3005099803-2011-04124) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The seventh stent (manufacturer report # 3005099803-2011-04125) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. An eighth flexima biliary stent was used to complete the procedure without any complications. It was confirmed that no damage was noted to the fourth flexima stent that was used, and no other damage was noted to any of the devices or the packaging of these devices. A non-bsc guidewire was used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of six complaint flexima biliary stents used in the same procedure. The following reports address these devices: manufacturer report # 3005099803-2011-04122, manufacturer report # 3005099803-2011-04120, manufacturer report # 3005099803-2011-04123, manufacturer report # 3005099803-2011-04121, manufacturer report # 3005099803-2011-04124, manufacturer report # 3005099803-2011-04125. It was reported to boston scientific corporation on (B)(6) 2011 that seven flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, a stent was being placed in the common bile duct to drain a cholangitis infection of unknown etiology. There was no stricture and no physical anomalies were noted. During the procedure, a sphincterotomy of the common bile duct papilla was performed. The first stent (manufacturer report # 3005099803-2011-04122) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The second stent (manufacturer report # 3005099803-2011-04120) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The third stent (manufacturer report # 3005099803-2011-04123) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The fourth stent was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. The device was removed from the patient and was subsequently deployed outside the patient with no issues. No damage was noted to the fourth device. The fifth stent (manufacturer report # 3005099803-2011-04121) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The sixth stent (manufacturer report # 3005099803-2011-04124) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. The seventh stent (manufacturer report # 3005099803-2011-04125) was positioned within the common bile duct, however, significant resistance was encountered when the stent was being deployed. As the deployment handle was pulled, the guide catheter snapped into two pieces. The device was removed from the patient. An eighth flexima biliary stent was used to complete the procedure without any complications. It was confirmed that no damage was noted to the fourth flexima stent that was used, and no other damage was noted to any of the devices or the packaging of these devices. A non-bsc guidewire was used during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.